Manufacturer narrative:
The country of origin is (B)(6). It was noted that after a lengthy troubleshooting there was a rinse unit nozzle that was intermittently dripping. The issue was solved by replacing the tubing for all three rinse units.

Event description:
The initial reporter received a questionable calcium result from the cobas 8000 c 702 module. The initial result was 0.78 mmol/l and the rerun result was 2.22 mmol/l. The questionable result was reported outside the laboratory. The reagent lot number and expiration date were asked for but not provided.